Event description:
It was reported that the patient's pump is alarming and the screen reads no disposable, clamp tubing. Residual volume is 36.6 ml. The caller denies any air in the tubing. The caller was instructed to turn the pump off and back on, then start the pump. The screen reads run with residual volume 36.6 ml. The patient is scheduled to have the pump removed. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.